Event description:
It was reported that the patient was not able to get adequate pain relief due to lead migration during the trial period. The patient underwent a lead pull procedure. The explanted trial lead was not released from the facility and will not be returned.